Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2013-00727 & 9616099-2013-00728. Addendum ((B)(4) 2013): additional information was received indicating that heparin was administered during the procedure. Complaint conclusion: the report from the affiliate indicated that during treatment of an in-stent restenosis (isr) in a 10x60mm smart control stent in the right common iliac artery a slalom thrill burst at five atmospheres. There was no patient injury reported. The rate of restenosis was 99%. There was moderate calcification and mild tortuosity. The smart control had been implanted two years ago. Approach was made from the right femoral artery with a 6f 10cm non-cordis sheath introducer. Plain old balloon angioplasty (poba) was conducted to treat the isr. During the percutaneous transluminal angioplasty (pta) to treat the isr, a non-cordis guidewire was advanced to the target lesion, but failed to cross the lesion. The guidewire was then exchanged for a different 0.018 inch non-cordis guidewire and the lesion was crossed with the new guidewire. A 8x40mm 80cm slalom thrill pta catheter was delivered over the guidewire, but there difficulty tracking to the lesion. After the slalom thrill managed to cross the lesion, it was inflated, but it ruptured at approximately 5 atmospheres (atm) during its initial dilatation. Therefore, the device was removed intact from the patient and exchanged for a 8x40mm powerflex pro balloon catheter. The powerflex pro balloon catheter crossed the lesion without difficulty and was inflated at the lesion at 10 atm. The procedure was finished successfully. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to product insertion. The device prepped normally. An unknown brand of contrast media was used. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. The device remained implanted in the patient and was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. In-stent restenosis is a well-known documented potential complication for this type of procedure and is listed in the IFU. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. With regard to the reported balloon burst during treatment of the isr, the device was not returned for analysis and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (99% stenosis,moderate calcification) and procedural factors (difficulty tracking to the lesion) which may have contributed to the difficulty reported by the customer. Neither the DHR nor the information available suggests that the reported events are related to the design and manufacturing process of the devices; therefore, no corrective action will be taken.

Event description:
The report from the affiliate indicated that in-stent restenosis (isr) occurred in a 10x60mm smart control stent that was implanted two years ago in the right common iliac artery. Plain old balloon angioplasty (poba) was conducted to treat the isr. During the percutaneous transluminal angioplasty (pta) to treat the isr, a non-cordis guidewire was advanced to the target lesion, but failed to cross the lesion. The guidewire was then exchanged for a different 0.018 inch non-cordis guidewire and the lesion was crossed with the new guidewire. A 8x40mm 80cm slalom thrill pta catheter was delivered over the guidewire, but there difficulty tracking to the lesion. After the slalom thrill managed to cross the lesion, it was inflated, but it ruptured at approximately 5 atmospheres (atm) during its initial dilatation. Therefore, the device was removed intact from the patient and exchanged for a 8x40mm powerflex pro balloon catheter. The powerflex pro balloon catheter crossed the lesion without difficulty and was inflated at the lesion at 10 atm. The procedure was finished successfully. There was no patient injury reported and the device will not be returned for analysis. The rate of restenosis was 99%. There was moderate calcification and mild tortuosity. Approach was made from the right femoral artery with a 6f 10cm non-cordis sheath introducer. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to product insertion. The device prepped normally. An unknown brand of contrast media was used. There was no resistance/friction noted during insertion of the balloon through the rotating hemostatic valve or through the guide catheter. The device did not kink during use. The smart control stent was implanted approximately two years ago; month and day are unknown according to the affiliate.

Manufacturer narrative:
This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2013-00727 & 9616099-2013-00728. This device is not available for testing and evaluation. A device history record (DHR) cannot be performed without a lot number. Additional information is pending and will be submitted within 30 days upon receipt. The device was implanted in 2011; month and day are unknown, therefore, implant date listed is (B)(6) 2011. Concomitant medications: heparin was given at some unknown point. Concomitant devices: indeflator:everest, guidewire: radifocus 0.035 inch, treasure 0.018 inch, y-connector: okay, balloon catheter: slalom thrill 8mmx4mm , powerflex pro 8mmx4mm, sheath: terumo 6fr 10cm.